Event description:
Additional information was received indicating that the lv lead had moved so the physician opted to increase the outputs. Subsequently, the field representative could no longer remember the exact date of when the high thresholds occurred but it was after the device had tripped replacement time. The patient felt device did not last as long as it should have. This lv lead is out of service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lead was then surgically abandoned and replaced with no issue. This ra lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lead was then surgically abandoned and replaced with no issue. This lv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).